Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began around 1:44 a.m., on (B)(6) 2020. The patient claimed obtaining blood glucose results of "316, 158 and 169 mg/dl" with the subject device, performed within 20 minutes of each other. The patient manages her diabetes with a combination of oral medication (unspecified type or dose) and self-adjusted insulin (unspecified type or dose) and advised that in response to the alleged elevated readings, she administered an increased dose of insulin (dose not specified) which she based on the readings obtained. The patient reported that an unknown time after administering insulin, she developed symptoms of "shaking" and feeling "sick" which she associated with a low blood glucose excursion. The patient advised that she self-treated by eating some "candy". The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering insulin based on the alleged inaccurately erratic results obtained with the subject device.